Event description:
During a right ureteroscopy stone extraction and possible stent procedure on a 63 year old male pt, the tip of the fiber broke off inside of the pt. The fragment was successfully retrieved with a grasper instrument. No additional procedure were required. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Info not provided by the reporter. (B)(4). Event is still under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), specifications and a visual inspection was conducted during the course of investigation. The visual examination revealed the fiber exhibited wear on the distal tip due to normal use. During a procedure, a fiber tip will come into contact with a variety of materials and it is possible that any area with debris or residue will absorb laser energy and char. The rate and severity of the charring depends on the use of the fiber and user technique. There are surgical procedures that will increase the likelihood and severity of damage to the fiber and charring of the buffer. The fiber exhibited pitting n the fiber face. This is typically caused by debris or contaminates on the face of the fiber. Pits form when those contaminates are vaporized by laser energy. Persistent fiber contamination reports may indicate that additional staff training is necessary at the user facility. There is no evidence to suggest the product was not manufactured to current specifications. The root cause has been determined to be product use. The appropriate internal personnel have been notified and we will continue to monitor this device. Per the risk assessment, no further action is required at this time.

Event description:
During a right ureteroscopy stone extraction and possible stent procedure on a 63 year old male patient, the tip of the fiber broke off inside of the patient. The fragment was successfully retrieved with a grasper instrument. No additional procedures were required. The patient did not experience any adverse effects due to this occurrence.